Event description:
This is filed to report medication treatment for intraprocedural hypotension. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A mitraclip xt was implanted successfully. After the procedure, the blood pressure reduced to 50mmhg. Medication was given and after about 30 minutes the blood pressure then returned back to 100mmhg. No effusion was noted. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported hypotension could not be determined. The reported patient effect of hypotension, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported medication required was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.